Event description:
It was reported that the filter bag was damaged. The >90% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During preparation, it was found that the plastic glue at the tip of the filter bag was fractured. The device was replaced for a different model to complete the procedure. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the wire returned inside the delivery sheath and the filter bag came back in undeployed state. The retrieval sheath was returned. It was observed that the wire was exposed through the delivery sheath. No damages were observed in the filter bag. Functional inspection of sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Based on the evidence, the reported allegation of filter bag torn material could not be confirmed, since the wire exposed found during the visual test could not have contributed to the reported issue.

Event description:
It was reported that the filter bag was damaged. The >90% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During preparation, it was found that the plastic glue at the tip of the filter bag was fractured. The device was replaced for a different model to complete the procedure. No complications were reported, and the patient was stable.